Event description:
It was reported that the patient with this this cardiac resynchronization therapy defibrillator (crt-d) system had a ventricular fibrillation (vf) that was not successfully converted by shock therapy delivery. The patient converted on their own. Other shocks did successfully convert the patients rhythm. Defibrillation threshold (dft) test was performed and was not successful. Patient was admitted to the hospital and a lead revision was considered using a non boston scientific lead that requires an adapter. Technical services (ts) was consulted and discussed the adapter and how it connects to the existing crt-d. There is no indication a revision procedure has taken place or scheduled at this time. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this this cardiac resynchronization therapy defibrillator (crt-d) system had a ventricular fibrillation (vf) that was not successfully converted by shock therapy delivery. The patient converted on their own. Other shocks did successfully convert the patients rhythm. Defibrillation threshold (dft) test was performed and was not successful. Patient was admitted to the hospital and a lead revision was considered using a non boston scientific lead that requires an adapter. Technical services (ts) was consulted and discussed the adapter and how it connects to the existing crt-d. There is no indication a revision procedure has taken place or scheduled at this time. This device remains in service. No additional adverse patient effects were reported. At a later date, a new lead was implanted and a dft test was performed successfully. This device remains in service. No additional adverse patient effects were reported.